Event description:
On (B)(6)/2009, pt reported she changed the insulin cartridge and had primed the infusion device 5 times and still did not see the insulin dripping from the end of the infusion set. Pt stated, she then saw there was a leak in the system. Pt reported she did not think the leak was in the luer connectors or the infusion adapter, but in the insulin cartridge. Pt reported, the insulin that had primed out of the cartridge went inside of the cartridge compartment. Pt reported she poured the insulin out of the compartment. She stated, she has been having this issue for the past month. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.